Event description:
It was reported to st. Jude medical that during follow-up, the physician had difficulty interrogating the device. Numerous attempts were made to establish communication but none were successful. The decision was made to explant the device.